Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance and high capture threshold resulting in loss of capture. The lv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.